Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing was noted on the right ventricular rv lead. X-ray imaging was performed and lead damage was observed on the rv lead. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received indicating the right ventricular lead was capped and replaced to resolve the event. The patient was in stable condition.